Event description:
Berlin et al subintimal recanalization of difficult iliac and femoral artery chronic total occlusions using a reentry device: a single-center experience; scientific session, jvir; report the technical outcome of the endovascular recanalization of occluded iliac and femoral arteries using outback ltd reentry catheter when conventional tools and techniques fail to reenter the true arterial lumen. Encountered acute procedure-related complications included acute thrombosis of the cfa and sfa(1), iliac artery perforation(2), and distal embolization (1).these complications were corrected immediately with endovascular techniques or open surgical embolectomy, without any procedure-related late adverse effect. The purpose of the study was to present the technical out- come of the endovascular recanalization of occluded iliac and femoral arteries using the outback ltd reentry catheter when conventional tools and techniques fail to reenter the true arterial lumen. A retrospective review was performed on 33consecutive patients (25men) who underwent endovascular treatment for iliac and femoral arterial occlusions during a period of 67months, from december 2006 to july 2012. The outback ltd reentry catheter was used to regain access into the true arterial lumen over a 0.014-inwire from the subintimal space following unsuccessful attempts with conventional guidewires. Immediate and late adverse effects (mean length of follow-up 12months) were assessed. Results show that procedure outcome was improved by achieving true lumen reentry in 79% of patients with iliac and femoral occlusions. Causes of failure included inability to re-enter the true lumen, acute angle of aortic bifurcation, and difficulty tracking the device through the lesion. Encountered acute procedure-related complications included acute thrombosis of the cfa and sfa, iliac artery perforation, and distal embolization.

Manufacturer narrative:
These complications were corrected immediately with endovascular techniques or open surgical embolectomy, without any procedure-related late adverse effects. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three separate reportable events which is associated with mfg. Report # 9616099-2013-00787, 9616099-2013-00788, and 9616099-2013-00789.

Manufacturer narrative:
(B)(4) subintimal recanalization of difficult iliac and femoral artery chronic total occlusions using a reentry device: a single-center experience; scientific session, jvir; report the technical outcome of the endovascular recanalization of occluded iliac and femoral arteries using outback ltd reentry catheter when conventional tools and techniques fail to reenter the true arterial lumen. Encountered acute procedure-related complications included acute thrombosis of the cfa and sfa, iliac artery perforation, and distal embolization. These complications were corrected immediately with endovascular techniques or open surgical embolectomy, without any procedure-related late adverse effects. The purpose of the study was to present the technical out- come of the endovascular recanalization of occluded iliac and femoral arteries using the outback ltd reentry catheter when conventional tools and techniques fail to reenter the true arterial lumen. A retrospective review was performed on 33 consecutive patients (25 men) who underwent endovascular treatment for iliac and femoral arterial occlusions during a period of 67 months, from december 2006 to july 2012. The outback ltd reentry catheter was used to regain access into the true arterial lumen over a 0.014-inwire from the subintimal space following unsuccessful attempts with conventional guidewires. Immediate and late adverse effects (mean length of follow-up 12 months) were assessed. Results show that procedure outcome was improved by achieving true lumen reentry in 79% of patients with iliac and femoral occlusions. Causes of failure included inability to re-enter the true lumen, acute angle of aortic bifurcation, and difficulty tracking the device through the lesion. A review of the manufacturing records could not be conducted without a lot number. The IFU contains the following precautions: if strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Excessive rotation, bending or kinking of the ob-ltd may affect its performance. Withdraw the ob-ltd if it becomes excessively kinked. The IFU includes to always visualize tracking of the catheter tip over the aorto-iliac bifurcation in the precautions section. Tracking the outback through an acute vessel angle, such as the aorto-iliac bifurcation, may contribute to the tracking difficulty reported. Vessel dissection, perforation, or injury, vascular thrombosis and embolism are known potential complications associated with cto procedures. Based on the information available for review, there is no indication that the reported events are related to a design or manufacturing issue. Therefore, no corrective actions will be taken at this time. Please note that this medwatch report represents one of three separate reportable events which are associated with mfg. Report # 9616099-2013-00787, 9616099-2013-00788, and 9616099-2013-00789.